Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015, the patient underwent the lavh procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced adhesions and a subsequent bowel obstruction after undergoing a laparoscopically assisted vaginal hysterectomy (lavh) in which floseal was used. An unspecified amount of floseal was used during the lavh procedure to stop the patient¿s arteries from ¿oozing¿. About ten days post-surgery; the patient was re-hospitalized for a possible bowel obstruction and on the same day was taken into surgery. During the second surgical procedure, it was realized that the patient had adhesions causing a bowel obstruction, reportedly due to the use of floseal during the initial lavh procedure. The initial reporter, however, did not feel that the floseal caused the adhesions and subsequent bowel obstruction. No further detail regarding the surgical intervention was provided. The patient¿s outcome for the event was not reported. No additional information is available.